Event description:
Customer reported that on (B) (6) 2010 after downloading readings at his veteran's administration physician's office, he noticed the date and time were incorrect. It was further reported that multiple attempts to change the date and time were unsuccessful. It was then additionally identified by adc customer service that customer reported to be a user of the precision link data management system. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is a final report. There is a known malfunction with the precision link software that can lead to incorrect trending of results. This occurs when results, obtained on a meter with incorrect date and time, are uploaded to a computer with precision link software. Customers and retailers have been notified through the adc fa21dec2006 letter.